Event description:
Account has a bed that the head will raise by itself and will also bypass the up limit. The bed was found in the bio med shop and there were no reported injuries. Repair has not been completed at this time.